Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) the printer on the pump was only printing partial strips and would not print when set to q15 min. Customer tried removing and replacing the paper roll, but it still printed a partial strip. It was recommended customer try and wipe or blow out any dust near the hinges, but no change. Customer was informed best solution, if needed strips, would be to switch to a back up pump. Customer stated they didn¿t know where one was, and was not interested in doing that due to the patient¿s hemodynamic instability. The customer stated the patient was a post op open heart surgery, but we did not get into specifics of the procedure. Customer was not comfortable switching the patient over to another pump because customer had not been out of the or for very long. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the unit. According to correspondence from clinical support representative (csr), the unit was only able to print partial strips. The customer tried removing and replacing the paper roll, but was still only able to print a partial strip. The csr advised cleaning the hinges but it did not fix the issue. The csr recommended taking the unit to biomed. The complaint will be reopened and updated if additional information is received. Device not returned to manufacturer.